Event description:
The account alleged the scale display had an error code and they found fluid on the scale pt position module board. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.